Manufacturer narrative:
Siemens healthineers completed a detailed investigation of the reported event. The investigation was performed based on expert discussions considering the complaint description, customer service reports, system history, and log file analysis. According to the provided information, no x-ray was possible before an emergency procedure. The patient was relocated to another hospital where the procedure was performed. No health consequence was communicated. The onsite service intervention showed that a fuse in the fd (flat detector) cooling unit was malfunctioning. Due to this, the error message "cooling problem, fd may turn off soon" was shown to the customer and timed relay was triggered for switching off the fd cooling unit after 30 minutes. This is indicated to the customer by the error message "no x-ray image available in (30,29,28...) Minutes available". After 30 minutes the release of x-ray was prohibited by the system to protect the detector from overheating due to the malfunctioning cooling unit.the operator manual contains adequate instructions for the safe operation of the system in this failure scenario. The onsite service determined that the f13 (main fuse) for the fd cooling unit was tripped due to a malfunctioning f1 fuse in the fd cooling unit. According to the system expert the fuse malfunction could have been caused by a too high input current due to for example, short over-voltage. The root cause for the issue was determined to be the malfunctioning fuse in the fd cooling system. The affected fuse in the fd cooling unit was replaced and this resolved the problem. The occurrence rate of the aforementioned error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation.

Manufacturer narrative:
Corrections were made to the parts d4 (corrected model, serial and UDI #s) as well as e1 (corrected name and address of the initial reporter).

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed if additional information becomes available.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. The user reported that the fuse for the flat detector cooling unit tripped. Additional information was received april 20, 2023, that the malfunction occurred during an emergency procedure and the patient had to be relocated to a different facility. We have no indications of any adverse effects on the health status of the involved patient.